Event description:
The customer reported that the pump was programmed to infuse a 50ml secondary infusion of piperacillin/tazobactam at 12.5ml/hr but the medication infused within 20 minutes. The pump showed 3.5 hours remaining infusion time but the bag was empty and the pump was alarming for air in line. The hospital biomed tested the pump and it passed; no issues were identified. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
Baxter 1000ml IV bag; 50ml pfizer bag, therapy date (B)(6) 2015. The customer¿s report of a secondary infusion completing sooner than expected was not confirmed. The primary set and secondary set were inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were observed with either set. Analysis of the pc unit event log shows that pump module s/n (B)(4) was infusing a primary infusion of ivf maintenance at a rate of 125ml/hr with a vtbi of 500ml. At 8:18 am on (B)(6) 2015, the user programmed a basic secondary infusion at a rate of 12.5ml/hr with a vtbi of 40ml and changed the rate of the primary infusion to 20ml/hr. The user then started the secondary infusion. At 9:23 am the pump module was paused. At 9:26 am there was a channel disconnect. Pump module s/n (B)(4) was reassigned to unit a (previously unit c). At 9:28 am, the device was channeled off, which shut down and powered off the system. The secondary volume recorded as being infused from the time the secondary infusion was started to the time the device was channeled off was 13.464ml. The pcu event log did not show any air in line alarms occurring during the reported event. Functional testing was performed on the sets and no leaking was observed. The primary set's check valve was noted to be functioning properly. The pc unit and pump module were not returned for investigation. The root cause of the reported event was not identified.